Manufacturer narrative:
The device was inspected and the proximal section of the delivery pusher was found undamaged. The body coil at the distal section was compressed. The pusher's distal tip was folded. The implant coil was stretched and broken, with the proximal section still attached to the pusher. The investigation found the distal section of the implant broken off and not returned, but the proximal section was still attached to the pusher. The damage to the pusher are consistent with the device experiencing compression forces over specification, which occur when the device becomes stuck followed by continued advancement force. The physical evaluation of the device could not determine the conditions or circumstances that led to the damage to the implant, but the stretched and broken condition is consistent with the implant becoming stuck and then experiencing tensile/retraction forces that exceeded the strength of the coil itself. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during balloon-assisted coiling of a supraclinoid internal carotid artery aneurysm, resistance was encountered after placement of two coil loops in the aneurysm. During removal of the device, the implant coil unexpectedly detached in the microcatheter. The detached coil segment was removed together with the microcatheter. There was no reported patient injury or additional intervention.